Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent initial knee arthroplasty on an unknown date. Subsequently, on (B)(6) 2014, the patient underwent an I & d procedure due to infection and the polyethylene tibial bearing was removed and replaced. Another revision procedure was performed on (B)(6) 2014 to remove and replace all components with cement spacers. A review of invoice history confirms the polyethylene bearing was removed and replaced during the revision surgery on (B)(6) 2014. Invoice history further confirms that all components were removed and replaced with cement spacers during the revision surgery on (B)(6) 2014. The components used in the initial procedure are unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06459). Device discarded.